Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: stent remains in anatomy. It was reported that during a procedure to treat a tightly restenosed, unspecified stent in the right renal artery, resistance was met as the herculink plus stent was advancing through the restenosed stent and the stent began to dislodge from the balloon. As the stent delivery system was pulled back into the guide catheter, the stent came completely off the balloon but remained on the wire in the renal artery. After an unsuccessful attempt to snare the stent with a dilatation balloon, guide wire position was lost. The stent migrated and was seen angiographically in the right iliac artery. Surgical exploration was performed, however, the dislodged stent was not found. Though requested, no additional information was provided.

Manufacturer narrative:
(Off label vascular use; incorrect removal). Evaluation summary: the customer reported the device was discarded; therefore, device investigation could not be performed. Stent dislodgement can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, introducer sheath support, patient anatomical morphology, patient disease state, or manufacturing. During procedural use, the stent can be loosened by handling the stent, slight inflation during preparation, unusual resistance felt during advancement, etc. Reportedly, resistance was felt during advancement through the restenosed stent, which loosened the stent. Reportedly, as the stent delivery system was pulled back into the guide catheter, the stent came completely off the balloon but remained on the wire in the renal artery. The instructions for use (IFU) states "should unusual resistance be felt at any time stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent." The IFU also states "do not attempt to pull an unexpanded stent back through the introducer sheath/guiding catheter; dislodgement of the stent from the balloon may occur." Per the IFU, the rx herculink plus balloon expandable stent is intended for palliation of malignant strictures in the biliary tree. No evidence of a device quality issue was found. During production all crimped stents are 100% visually inspected for stent outside dimensions and 100% visually inspected for a secure crimp. A review of the device history record found no non-conformities that could have contributed to this event. A specific root cause could not be determined based on this investigation. Procedural use contrary to the IFU could have compromised the crimped stent.